Event description:
It was reported to vyaire medical that the ltv 1200 shut off while on patient, the unit displayed internal battery failure. The patient was disconnected from the unit, bagged and was placed on a new vent when they arrived at their destination. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.